Manufacturer narrative:
Batch review performed on (B)(4) 2051. Lot 133347: (B)(4) items manufactured and released on (B)(4) 2013. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Lot 142697: (B)(4) items manufactured and released on (B)(4) 2014. No anomalies found related to the problem. To date, 51 items of the lot have been sold without any similar reported case. Lot 141638: (B)(4) items manufactured and released on (B)(4) 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported case. On (B)(6) 2015 the agent reported that: "wasn't able to get the implants. Infection was the result strep ludgenenis."

Manufacturer narrative:
On 07 august 2015 a final report was prepared with the information already reported into the initial report. On 11 august 2015, the final report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).